Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc blood glucose meter was providing erratic readings. On (B)(6) 2019, customer received unspecified erratic readings on the adc meter and self-treated with "too much insulin". Customer fell on the floor and subsequently lost consciousness and was rushed to the emergency room where she was treated with intravenous glucose. No further information was provided as the customer refused to continue troubleshooting and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Control solution test performed, and results were satisfactory. The reported test strips have not been returned and a valid lot number has not been provided. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was completed for the freestyle strips and reported complaint and no tripped trends were found. If the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the adc blood glucose meter was providing erratic readings. On (B)(6) 2019, customer received unspecified erratic readings on the adc meter and self-treated with "too much insulin". Customer fell on the floor and subsequently lost consciousness and was rushed to the emergency room where she was treated with intravenous glucose. No further information was provided as the customer refused to continue troubleshooting and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.